Manufacturer narrative:
The investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The battery experienced permanent failure and one of four cells was damaged. By swapping battery 1 battery 2 connections, we were able to determine that charger operated correctly and the undamaged battery was able to be charged and discharged on both channels. The cause of the battery alarm was damaged cell in battery 1. The cause of battery failure was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, there was a battery failure notice appeared on the aic when it was turned on. The patient was left on the aic from transferring hospital until loaner arrived. There was no report of patient harm or injury.